Event description:
Retractable technologies inc 1 ml 25g vanish point syringe ref# 10162 for covid vaccine administration. Use for covid-19 under emergency use authorization (eua): med room rn found syringe with crooked rubber stopper. FDA safety report ID # (B)(4).